Event description:
It was reported to boston scientific in 2008, that while using a foot switch the customer experienced the following: during the procedure the console was still buzzing (which indicates power is on) when doctor had already released the foot pedal. Preliminary results from the investigation related to the device on mdr2953184-2008-00041 was received in 2008. The info indicates a malfunction of the footswitch may cause accidental activation of rf. Due to the potential risk to the patient or user this complaint is similar and now considered a reportable event.

Manufacturer narrative:
The complaint of "console was still buzzing when doctor has already released the foot pedal" was not confirmed as the device was not returned for analysis. The sale representative visited the account and tried diligently to reproduce the event but could not. According to the recording system, the power ended when the physician released his foot from the pedal. The account retained the device. The root cause of the complaint was not determined. We were unable to perform DHR and similar batch reviews as the product batch number is unk. Remedial action has been initiated due to the info received from the related MDR# 2953184-2008-00041.